Event description:
A report was received that alleges that the tracheostomy tube was leaking at the cuff after approximately 5 days in use. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.